Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during and ladg, bleeding of under 200cc occurred from the proximal side of the right gastroepiploic vein after sealing and cutting. An end tone, indicating a completed seal cycle, was heard. The bleeding was stopped with gauze. There was no patient injury. The device was discarded by the site.